Manufacturer narrative:
The root cause of the pump stop cannot be determined since product was not returned. In the first log it shows the ¿high motor current¿ alarms and the pump stopping. In the second log it shows that there were a lot of suction alarms throughout the case but they adjust the position of the impella and flows began to improve. The third log is when they switched to another console and were not able to start it again. There is no indication of biomaterial and the clinical stated that there was no thrombus seen. This pump was used for 303 hours which is beyond design life indication. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The EU complainant had a support ongoing with the cp when after just 6 hours of support the console alerted for retrograde flow and stopped. The team troubleshot by the replacement of the aic (automated impella controller). The aic then would not allow for the pump restart and so the pump additionally was replaced. The cp is not a full support pump. There was no harm or injury from the pump stop. The patient is now supported by a new pump and console.